Event description:
It was reported that non preloaded intraocular lens (iol) was implanted in the patient's right and had to be removed, cut out and replaced with the same model and same diopter lens. There was no patient injury. There was no medical/surgical intervention required. The patient is doing fine. No other information is available.

Manufacturer narrative:
Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.